Event description:
Patient on table; left heart cath completed. Dr wanted to do ptca. Pat anticoagulated. Dr and tech, tried to fluoro while attempting to position the guide catheter. Fluoro was whited out. Would not work after that. Tried making adjustments and a soft-reboot with no success. Moved the patient off the table and onto table into another lab where the procedure was completed with no complications to the patient. Siemens was unable to replicate the problem. Their logs did not provide any error message. The system has been tested and is functional.